Event description:
An attempt was made to use a moma cerebral protection device in a patient. It was reported that, during preparation, continuous air bubbles were seen when drawing back syringe. The physician inflated and deflated the balloon several times outside of the patient until the air disappeared. The physician used the device with stopcocks on each port, however, after post inflation the balloon would not hold pressure when placed within the common carotid artery. No clinical sequelae were reported.

Manufacturer narrative:
Results: the root cause of the event cannot be determined based on limited information available, device not returned for evaluation. Conclusion: root cause of the event cannot be determined based on limited information available. (B)(4).